Event description:
It was reported that the patient fell of his tractor. Following the fall, the patient was not receiving good coverage. It was determined that the patient's leads had migrated/dislodged. The leads were replaced. The patient recovered without sequela.

Manufacturer narrative:
See scanned pages.